Manufacturer narrative:
H3: product ID 97745nt serial# (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt, serial:(B)(6); product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that  they were charging their implant the other day and when they came back to it they couldn't get the controller to come on. Patient stated they usually feel a vibration when they press the button to unlock the controller, but this time there was no vibration and the controller was blank/unresponsive. Patient added that the last time they checked the controller battery level it was at 80%. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Patient saw the "memory problem" message, and agent walked patient through setting date/time. Agent had caller re insert the battery and confirmed green light was flashing above the screen. Patient saw no device found. Agent reviewed with patient everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Patient's sister then chimed in stated they had spoke with a manufacturer representative (rep) earlier who had them try a reset of the battery, but it didn't help and they were instructed to get the controller replaced. Patient's sister added that the patient has nothing but problems and glitches with this thing and already had the recharger replaced, but they suspect the controller was the issue all along. Patient's sister stated they'd prefer if they could just get the controller replaced because it's been really frustrating trying to get things to work. Patient's sister noted the patient was moving to michigan and won't have anyone to help them with the stimulator anymore, so they'd like it if everything was working properly. Patient's sister also remarked that some of the glitches may be due to user error but a majority of them are likely from the controller being defective. A replacement controller was sent out. No symptoms were reported.